Manufacturer narrative:
Concomitant medical products: product ID a2dr01ipg, implanted: (B)(6) 2017.

Event description:
It was reported that the device battery was depleting faster than expected and the longevity estimate was lower than expected. The longevity estimate run by the healthcare professional showed three years longevity just seven months after implant; however, a longevity estimate run by the manufacturer indicated 6 years longevity. It was noted that the device was set with high ventricular outputs due to elevated right ventricular (rv) lead thresholds. The device and rv lead remain in use. No patient complications have been reported as a result of this event.